Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, h3, h4 and h6. Corrected fields: correction to g3 of the initial medwatch. The aware date should be: 09 aug 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, it is presumed that phenomenon ¿no image¿ occurred due to faulty patient board set. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the video system center exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The g3 aware date on the initial report should have been noted as 09aug2024 not 18jul2024 as reported